Event description:
It was reported that during a da vinci-assisted sp radical prostatectomy procedure a nurse, called technical support during a procedure and reported the access port broke. During the procedure, a 2.7 cm to 4 cm access port was utilized. The surgeon, reported that the access port broke while attempting to remove the globe from the access port to retrieve a specimen. However, the fragment was retrieved from the drape, and it was confirmed visually that it was the only piece that broke off, ensuring that no fragment fell into the patient's bladder. The fragment never fell into the patient. As a result, no additional surgical procedure was necessary to remove the fragment, and no post-operative tests such as x-rays or ultrasounds were performed since there were no remaining fragments. The procedure was successfully completed robotically as planned without any injury to the patient. Furthermore, the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The access port has not been received for failure analysis evaluation. The provided image shows a broken access port chamber clamp.